Event description:
The pt reported that after dbs implant surgery, a burr hole on the left side of his skull became infected and "left a crater." No pt symptoms or treatment details were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.